Event description:
It was reported to boston scientific corp that a solyx sis system was used during a mid-urethral sling procedure. The pt age was reported as (B)(6) years. The procedure was one month prior to (B)(6), 2009. According to the complainant, during the procedure, the physician had difficulty deploying the mesh carrier. Eventually, the physician was able to deploy the device. The pt presented "recently" with incontinence and the physician reported that he did not get the correct mesh tension. There were no other pt complications and the pt's current condition is reported to be "fine". The pt will be returning for an add'l sling procedure.

Manufacturer narrative:
(B)(4).